Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The patient presented with a myocardial infarction less than 72 hours prior to the procedure. Access was obtained through the femoral artery. The 24x4mm, de novo target lesion was located in the non-tortuous mid right coronary artery (rca). After predilating the lesion, a 24x4.0mm liberte bare stent delivery system (sds) was advanced but could not cross the lesion. Upon withdrawal, the stent dislodged in the mid rca and embolized to the proximal rca. It was not possible to retrieve the stent with a guide wire, so a 4.5x28mm liberte stent delivery system (sds) was advanced and the stent was deployed, crushing the dislodged stent along the vessel wall. No additional patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).